Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2240 alarm was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Simulated therapy and an external and internal inspection were performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was nothing unusual reported that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.